Event description:
It was reported that the insulin pump had button error. Customer's blood glucose reading was 300 mg/dl. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Insulin pump received with no button response, due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked case on display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube window, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.